Manufacturer narrative:
Sections with additional information as of 18-sep-2024: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-073: user not familiar with system IFU.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call (B)(6) 2024 to ensure the customer¿s initial concern was resolved- the customer stated she that pen needle working as intended. She declined a replacement and she stated that she doesn't want to send anything back to us she doesn't have the pen needles that she stated had a problem with.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that she is not able to get the pen needle out from the lantus solostar pen injector. Customer stated that it happened with the first pen needle she used. Customer has 2 boxes, but she didn't open the second box. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.